Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2024-07210. It was reported that the patient was getting motor stimulation, and the physician wanted more coverage of the ankle and foot. As a result, the patient was experiencing ineffective and uncomfortable stimulation. Surgical intervention took place where the l5 lead was explanted and replaced, and a lead was added at l4 to address the issue. Effective stimulation was restored.